Manufacturer narrative:
(B)(4). The reported issue of connection issue was confirmed. During sample evaluation and visual inspection, it was found that one of the sets had the drain port pull ring cap separated (loose in pouch) and the second set the pull ring cap was separated from the patient connector (loose in pouch). The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A nurse reported to baxter that the patient line of the cassette had loosened from the covering before use.there was no patient involvement. No patient injury or medical intervention was reported along with this complaint.